Event description:
It was reported that a pump has "322 system errors." It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported "322 system error." The evaluation found that the upper and lower auxiliary assemblies were failing. The upper and lower auxiliary assemblies will be replaced.